Event description:
A customer contacted beckman coulter, inc. (Bec) to report coulter hmx hematology analyzer with autoloader (al) was leaking clenz (cleaner) and diluent. The leak was observed after the instrument failed white blood cells (wbc) background and high latron primer results were obtained. No one got splashed, sprayed or injured. There was no report of contact with mucous membranes or open wounds. No death or injury was associated with this event. The customer was wearing a gown, gloves, and goggles. There was no affect to patient results or treatment.

Manufacturer narrative:
Service was not dispatched as customer indicated that the issue was resolved and unit operated properly since reboot. It is unknown how the leak was resolved. However, the customer indicated that the instrument was working with no problems. Root cause for the leak is unknown. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).